Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the physician attempted to reposition the low voltage lead for an unknown reason. The helix of the lead failed to retract upon the repositioning attempt. The lead was not used and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that during the procedure, the right ventricular (rv) lead failed to capture resulting in lead reposition.

Manufacturer narrative:
The reported events were failure to capture and the helix mechanism issue. A complete lead with a stylet was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the helix was retracted and clogged with blood. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood.